Event description:
During cardio-pulmonary bypass (cpb), tubing became disconnected from centrifugal cone before oxygenator. Checklist prior to surgery and initiation was completed for the cpb with pressurizing the circuit with no issues. No issues prior to or after event with any of the circuit. Came off bypass emergently, ice placed around head, cooled patient quickly, gave steroids and extra antibiotic, blood products given and circuit was fixed and checked over before going back on pump one minute after coming off.